Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt got the message eri, ps reviewed and redirected pt to hcp. Redirected caller: patient's hcp ps emailed physician listings to pt. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pts implant that was implanted in (B)(6) 2005 started having issues in (B)(6) 2013 where it was not lasting as long as normal, pt got the ins replaced in 2014. Pts last physician was dr. (B)(6) or dr. (B)(6).